Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a penetrating descending thoracic aortic ulcer and hematoma just distal to the origin of the left subclavian. This patient's treatment course was complicated by positive blood cultures for 4 of 4 (B)(6) cultures when the patient was admitted to the outside facility. Upon transfer cultures were negative and no other sources for the infection were identified though there was a suspicion that it may be associated with the penetrating ulcer. Patient had an uneventful recovery and three days post index procedure was ambulatory and regaining activity. Late in the day the patient presented with a drop in hematocrit and dark bloody stools. Patient was given blood products. Endoscopy confirmed duodenal and esophageal ulcers, which were cauterized. Subsequent to this the patient continued to have episodes of bleeding, developed cardiac arrhythmias, was hypotensive with labile blood pressure and was re-intubated several times. The patient underwent several therapeutic interventions for the persistent bleed that required multiple transfusions and aggressive therapy. The patient also had worsening renal failure and respiratory status. After nearly two and one half weeks of intervention and the patient's continued deterioration, the family decided to have the patient only receive comfort care and made instructions for dnr/dni. One month post index procedure the patient passed away after his antibiotics and additional supportive care were stopped. The investigator's assessment states that the adverse event is non-device related.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death), (cause of event is unknown). Conclusions: (cause of event is unknown).